Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the oxygen (o2) sensor, which resolved the reported issue. The ventilator then passed testing.

Event description:
It was reported that a ventilator displayed an error code associated with being in an inoperable state. The ventilator was not on a patient at the time of the event.